Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was having "a lot of pain in his back and it wasn't going away". The patient was feeling stimulation in his right leg, but not the left. The reporter indicated that the patient was able to use the programmer and it "worked ok on the right side, but no stimulation on the left side". The patient's healthcare provider (hcp) thought it might be a loose connection with the leads. An x-ray was performed which confirmed the leads were in place. Additional information received approximately 3 months later indicated that troubleshooting was done and the reporter "thought he remembered" one of the leads had electrodes with high impedances. The reporter "believed" the system was revised. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, (B)(4).